Event description:
It was reported that during a supply change the user rewound the ilet pump but could not remove the cartridge until the pump was restarted, after which the cartridge was removed, and a dry run was completed before inserting new supplies. Symptoms included no adverse clinical effects. Outcomes included no injury, and no hospitalization. Customer care provided troubleshooting with guided restart and functional check via a dry run. Investigation of this case revealed that the device functioned as expected after restart, consistent with a transient use-related or recoverable mechanical engagement during cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was user interaction leading to a temporary cartridge removal difficulty that resolved with device restart.